Event description:
Facility alleges pt reaction during dialysis. (X2) rn rreports pt had 50b 30 minutes into treatment. Responded well to medisytem and completed treatment. Responded well to medication and completed treaent . The next day pt had another reaction 30 minutes into treatment, with wheezing & sob. Treatment stopped. No further problem reported.